Manufacturer narrative:
Initial complaint form received from distributor reported there were unspecified "imaging problems / connection problems". Subsequent information received from distributor indicated change of procedural technique from laparoscopic to an open procedure. Manufacturer's evaluation of the returned device indicated no faults were found. It is unknown whether the reported device caused or contributed to the issue reported.

Event description:
Imaging problems / connection problems.